Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09052. It was reported that the device was losing rotational speed. The 95% stenosed long target lesion was located in a non tortuous, highly calcified and chronically total occluded right superficial femoral artery (sfa). A jetstream atherectomy catheter was used but was only able to get through approximately 1/3 of the lesion as the rotational speed kept slowing down. The physician then selected to continue the procedure with dilation using 3 lutonix drug coated balloons. A dissection was then observed and stenting was required. The physician then selected a 7x200x130 innova¿ stent and advanced the stent via a contralateral approach over a .014 non-bsc embolization protection system. Deployment was initiated and it was noted that the thumbwheel met a high amount of resistance as the physician was turning the thumbwheel. The stent deployed 50% of its length then deployment stopped. The physician then attempted to use the pull grip to deploy the remainder of the stent and still the stent did not fully deploy. The physician then broke the handle to deploy the stent and several kinks on the catheter where the thumbwheel operates were observed. 35% of the stent deployed correctly, however in attempts to deploy the remainder of the stent, the stent became severely elongated. The physician then prolapsed the proximal end of the stent on itself so that it wouldn¿t jail the profunda artery. Two additional non-bsc stents were implanted to tack up the elongated innova¿ stent. The procedure was completed with ballooning. No further patient complications were reported and the patient's condition is fine.